Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The customer's device was not returned to stryker for evaluation. The customer will receive replacement lid and battery. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.